Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the transmitter stopped working and potential issues with the sensor. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the transmitter and sensor issues could not be determined. A root cause could not be determined.